Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins) the reason for call was patient stated that "it" does not shut off when they lay down. Patient stated that they noticed this issue for a month or two now. Patient was in group b and upon checking adaptive stim was turned on. Patient toggle the setting and still even when they lay down the stimulation was still on. Agent reviewed information. Agent redirected patient to hcp to add the concern but patient said that hcp told to call the manufacturer. Patient will have a follow up appointment with hcp on march 16.